Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2015 and an absorbable adhesion barrier was used on the anterior aspect of the uterus. At the time the device was used, it was suspected that the patient had a uterine infection. The numerical value of inflammatory reaction increased and the patient suffered severe systemic infections and was hospitalized as of (B)(6) 2015. The patient underwent an open abdominal surgical procedure to remove the adhesion barrier. The patient is currently on the way to recovery. It was opined by the physician¿s supervisor that the adhesion barrier should not have been used for the patient with an infection.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch hkb7791 mfg date: 09/25/2014, exp date: 05/31/2019; batch hjb6632 mfg date: 08/17/2014, exp date: 05/31/2019; batch hkb7792 mfg date: 09/25/2014, exp date: 05/31/2019; batch hmb9201 mfg date: 06/11/2014, exp date: 05/31/2019. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.